Event description:
Reference MDR #1219856-2010-00230 for the first event and MDR #1219856-2010-00231 for the second event involving the same pt. It was reported that a male pt needed an intra-aortic balloon (iab) inserted prior to sending pt for coronary bypass surgery. The rn called the hotline because stating that "about 2 weeks ago," the iab got "stuck" in the super arrow-flex (saf) sheath with side port. It was noted that the iab was "almost out of the sheath and into the pt when it became stuck". As a result, the md removed the catheter and the sheath as the unit. The spring wire guide (swg) remained in the pt. The md made a request for another iab. Reference MDR #1219856-2010-00233 for the forth event involving the same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.